Event description:
During a atrial flutter cavotricuspid isthmus (cti) ablation procedure a intellatip mifi oi temperature ablation catheter was selected for use. During the last few burns while manipulating the catheter under normal circumstances, the irrigated port on the catheter came apart. An exchange of the catheter resolved the issue. The procedure was completed without any patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection revealed the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint.

Event description:
During a atrial flutter cavotricuspid isthmus (cti) ablation procedure a intellatip mifi oi temperature ablation catheter was selected for use. During the last few burns while manipulating the catheter under normal circumstances, the irrigated port on the catheter came apart. An exchange of the catheter resolved the issue. The procedure was completed without any patient complications.